Event description:
On 06/16/1997 the account reported a false positive bhcg result, which was run on the axsym analyzer, and surgery was cancelled because of the result. The sample was drawn and run in a barcoded sst tube on axsym and gave a result of 978 mlu/ml. The patient was redrawn on 06/18/97 and run on axsym which gave a result of 0.0 mlu/ml. Both samples were then retested. The device and a result of 030 mlu/ml was given for both samples. According to the customer,one reagent was used for both instruments. The customer was advised to use one reagent pack per instrument. No further information has been provided by the account. No report of injury.